Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The customer's healthcare provider was unaware that the customer had passed away. It is unknown if the customer was using the pump at the time of death. The customer was not a county coroner case and the coroner did not know the cause of death. Per the coroner, no autopsy was performed and the decedent was released to a funeral home.

Manufacturer narrative:
Functional testing was performed and no failure was identified related to the reported issue.